Event description:
On or about (B)(6) 2015, patient was implanted with filter. On or about (B)(6) 2015, patient passed from complications related to ivc filter, including but not limited to, filter thrombosis, and multiple pulmonary emboli.